Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient/lay person spoke with a customer care advocate, cca, in 2007 regarding his one touch ultra meter. Reportedly, the patient was unaware the meter was in the set up mode after he had changed the batteries on approx the month before. With assistance from the cca, he programmed the meter and was able to test. The cca replaced the meter. This senior medical affairs specialist spoke with the patient on nine days after the original date to obtain additional information regarding symptoms he experienced. The patient continued taking his insulin although unable to test after the meter went into set up mode. On a date shortly before calling customer service, the patient took his usual 30 units humalog in the morning before going to work. Because he was behind schedule, he elected to eat later, when he got to work. He felt fine at the time he injected his insulin. However, by the time he arrived at work he began feeling dizzy and unwell. He immediately ate a cookie and felt better. He attributed his hypoglycemia to not following his usual schedule of eating immediately after taking his insulin. Although the product did not malfunction, the patient reportedly did not realize he should reprogram the meter after changing the batteries. For this reason, he took his normal dose of insulin without knowing his blood glucose. The patient claimed he developed symptoms that can be associated with hypoglycemia and were alleviated by eating a cookie.